Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on the evening of (B)(6) 2024, pulsatility index (pi) was fluctuating between 3 to 6, and the patient was filled due to hypovolemia and the fluctuation was rectified. On (B)(6) 2024 at 16:40 the patient went to the toilet in the intensive care unit (ICU), and suddenly lost their ability to move their lower limbs as well as the cutaneous sensation on the lower limbs. They also had sudden abdominal pain at umbilicus level and downward, the pain stabbing in nature then disappeared after 30 minutes and lost their ability to contract their abdominal wall and cutaneous sensation. The femoral arterial line didn't show reading anymore. The radial arterial line was showing readings without issue. Sensitive pulse doppler didn't detect any thread pulse on dorsalis pedis, posterior tibial and popliteal artery bilaterally. Colored doppler study by the physician showed very low flow in femoral arteries in both sides and there wasn't any blood flow circulating in lower abdominal aorta slightly starting above the bifurcation. On (B)(6) 2024 at 19:00, the bilateral femoral embolectomy was performed, and large quantity of aortic thrombus was removed. The patient returned to ICU, hemodynamically stable, both legs returned warm with positive pulse, and without mobility or sensation. Patient went through decompensated respiratory alkalosis and low blood pressure and wasn't responding to filled volume and inotropes (noradrenaline, dopamine, dobutamine, lasix (furosemide)). A trans-thoracic echocardiogram (tte) showed collapsed left ventricle (lv) and dilated right ventricle (rv), septum deviation to left side and the central venous pressure (cvp) was 20 mmhg. Activated clotting time (act) was showing 200 seconds so multiple bolus of heparin were injected in suspicion of new thrombosis that brought international normalized ratio (inr) to 6 and act to 936 seconds. Mean arterial pressure (map) dropped to 45 mmhg, urine output dropped to zero and lasix high dose was injected with poor response and the map slightly increased to 65 mmhg. The patient was intubated, and tee performed showing the same findings of distended rv and collapsed lv and the site couldn't localize any pump thrombosis. Cvp went to 29 mmhg, map dropped aggressively, and the heart got arrested. After 6 minutes of cardiopulmonary resuscitation (CPR), the patient was declared expired on (B)(6) 2024 at 11:30. Log file review was requested, and the event log file captured low flow alarm events on (B)(6) 2024. There were also several momentary low flow events recorded. It was communicated on (B)(6) 2024 that the patient was on heparin, warfarin, and aspirin without any change in dosage. There wasn¿t any change in pump set speed.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The report of thromboembolism can be confirmed based on the evaluation of the submitted photos. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contained events from 09:11:46 through 10:06:13 on (B)(6) 2024, per the timestamps. Multiple low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and hypovolemia as potential late postimplant complications. Additionally, this section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.